Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with mold like spot inside syringe wrapper.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with mold like spot inside syringe wrapper.

Manufacturer narrative:
Investigation: 66 samples were received for evaluation. They came in the packaging blister. In plastic bags, one out of the 66 came in a separate plastic bag. Visual inspection was performed under microscope. 65 were found with no foreign matter or any other defect. The one sample that came in a separate plastic bag had between the top and bottom web, grease was noted. Additionally, there was a piece of fiber from cleaning material. It was next to the blister sealing area. Three photos were provided. Two of them show the packaging and one the actual defect. Failure mode was verified. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. The cleaning fiber was released from the cloth used to clean the machinery, getting stuck on the grease. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.